Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead of an asymptomatic patient. All other electrical values were normal. No changes were made and the patient would be monitored.